Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that, during hemostasis, the treating surgeon observed a capsule perforation at the patient's right apex. It was noted that this patient had a previous cryoablation in the same right apex, which touched the peripheral area. A cystogram was performed, which showed that the bladder was intact and holding fluid; however, a CT scan confirmed that fluid had escaped into the abdomen. The patient is stable and under observation. No further details were provided. No malfunction of the hydros robotic system was reported.

Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) was conducted for hy1000/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual (um), um0401-00-01, rev. C, was reviewed. 4.2.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The hydros robotic system's um lists prostate capsule perforation as a potential risk of aquablation therapy. Based on the review of the information provided, DHR and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.